Manufacturer narrative:
(B)(4). Date sent: 03/28/2023. Per photographic evaluation: this is an analysis of three submitted for evaluation. During the visual analysis, the following was observed: the first photo shows device jaws with one green cartridge loaded inside of the body cavity also was observed staple line on the tissue. The second photo shows a tissue with a staple line and a surgical instrument. However, due to the quality of the photo, staples line proper/improper form of staples cannot be determined. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Event description:
It was reported that during a robotic lobectomy procedure that on the first attempt with a 60 stapler and slr the surgeon fired the robotic stapler over lung tissue. It deployed all the staples, but they did not penetrate the tissue, the reinforcement slid off and the knife did not cut the tissue. Unknown as to how the procedure was completed. There were no adverse consequences for the patient. No device will be returned.

Manufacturer narrative:
(B)(4). Batch#: unk. Additional information was requested, and the following was obtained are there any pictures or video available for review? Which size stapler was used? 60mm. Were any other staplers used? No. Did the tissue, along with the buttressing, move when closing when the jaws? No. Did the tissue, along with the buttressing, move during firing? Yes. Was this firing fired over any other previous staple lines? Yes. Surgeon clarified this incident occurring when firing perpendicularly across staple line. Also clarified that this firing was his second with slr during the case, and was firing across a staple line with slr already on it. If so, was those staple lines from sure form or another stapler? Sureform. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.